Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during an inlay procedure and while laser was firing in the left eye the patient interface experienced suction loss. It was noted surgeon re-established suction and proceeded. Then surgeon did a flap procedure on same eye (left) of the same patient and while laser was firing experienced lost of suction. Flap was aborted and lasik procedure was not completed due to inlay being placed in same eye. Surgeon reported he is aware that completing an iflap and inlay procedure on same eye is an off-label use of the ifs. This event is for the suction loss while performing inlay procedure. A separate report is being submitted for the flap procedure suction loss.